Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a micra pacemaker interventional procedure. The sutures of one proglide were successfully pre-placed. Reportedly, when an attempt was made with a second proglide, the device was difficult to advance in the vessel. There was difficulty opening the foot and deploying/removing the needle plunger and also resistance upon removal of the device after suture deployment. The physician had thought that the foot had retracted completely prior to attempting to remove the device as the lever was closed completely. During removal, the device became stuck in the tissue tract and the distal black sheath portion separated from the proximal (metal) guide but was still held together by the actuator wire. The device was able to be removed and did not separate into two pieces. Hemostasis was achieved with the pre-placed proglide sutures (both from the first device and second device). Access was obtained in the left common femoral artery and the interventional procedure was completed. There was no reported issue with any devices in that access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.